Event description:
It was reported that during use on a patient, the pump had "decreased battery life and stacked alarms regarding 20-10-5 min battery warnings. [The pump was] able to be powered on when plugged back into outlet and allowed to charge. Iabp ultimately exchanged and sent to biomed". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the pump had "decreased battery life and stacked alarms regarding 20-10-5 min battery warnings. [The pump was] able to be powered on when plugged back into outlet and allowed to charge. Iabp ultimately exchanged and sent to biomed". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "decreased battery life and stacked alarms regarding 20-10-5 min battery warnings" was not able to be confirmed as no iabp part or recorder strip was returned for investigation. No service updates have been received as per the field service management. Based on a review of the device history record (DHR), the product met specification upon release. Additionally, iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.